Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Visual evaluation of the returned devices found no unusual damage on the locking caps or screw head. Wear can be noted in regions of interaction between the locking cap and screw head or rod as is expected. Tulip splay may have been generated during tab removal and may be related to the loosening of the locking cap. However, an exact cause of the reported issue cannot be determined.

Event description:
The patient reported hearing squeak ing noises post-operatively. X-ray imaging was taken and showed a locking cap had backed out and was floating out of the screw head. It was indicated that during the initial case, the surgeon struggled removing the tabs from the screw head and could have caused it to splay.